Event description:
Additional information was received from the rep on 2019-oct-02. It was reported that it was unknown when the indication of the incorrect date occurred. An 8840 clinician¿s programmer was used. It was unknown what the software version was. It was unknown what the cause of the issue was. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc; lot# serial#:(B)(6); implanted: on (B)(6) 2012; product type: catheter; product ID: 8840; product type: programmer, physician. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (b)96) 2012, product type: catheter; product ID: neu_un known_prog, lot/serial#: unknown, product type: programmer, physician. Analysis of the pump revealed a pump motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft bearing. Analysis noted wearing on the lower shaft of gear number one. Analysis also noted wearing on the upper and lower shafts of both gear number two and the rotor. As per the pump logs, the pump administered baclofen with concentration 500.0 mcg/ml at a dose rate of 80.10 mcg/day as of (B)(6) 2019. Analysis of the catheter component revealed difficulty with the sutureless catheter connector that led to explant. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received on (B)(6) 2019 from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 500 mcg/ml of baclofen at 80.04 mcg/day. It was reported the patient was in for a routine pump replacement on (B)(6) 2019. It was indicated the catheter was documented as "other" with only a volume listed. The rep and doctor believed the catheter volume was incorrect as it showed the volume as 0.430 ml which was over 195 cm. It was reported the existing catheter connector would not come off so they used a new catheter to connect to the new pump. The rep reported the doctor was not concerned about the catheter volume that was listed so he advised to leave the catheter as-is. The rep planned to return the explanted pump and the section of the catheter that was attached. No symptoms were reported. Additional information was later received from the manufacturing representative (rep) on 2019-jul-09. Regarding the report the catheter was documented as "other" with only a volume listed and it was believed the catheter volume was incorrect as it showed the volume as 0.430 ml which was over 195 cm, it was reported that no bolus was given. The hcp was using a clinician tablet / clinician software application. The rep reported they had the explanted devices and planned to return them to the manufacturer as soon as possible. The rep reported they spoke to the physician about the catheter volume discrepancy and the rep provided the doctor with the current specifications and volume of the catheter that was implanted per device registration records. The doctor was aware this could result in an incorrect bridge bolus if the drug or concentration was ever changed and the doctor planned to make a note in the patient's chart. It was confirmed the information provided had been confirmed with the physician/account. No further complications were reported or anticipated.